Event description:
During a cysto case a wire was passed through semi-rigid ureteroscope into bladder. Upon entry into the bladder the end unraveled and the wire filament was exposed. The wire was then removed and bladder was x-rayed. No residue was found in bladder.what was the original intended procedure?cystoscopy, left stent placement.device #1is this a laboratory device or laboratory test?no.